Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and after seven days of support, the device was successfully explanted. The patient was speaking clearly and some minutes later the patient began to have trouble speaking, trouble word finding, and was aphasic. Stat head computed tomography revealed an acute left m2 and m3 occlusions of the middle cerebral artery. Neurology was consulted, and heparin was initiated. Leading up to this, the patient had been subtherapeutic on activated clotting time (act), and the physician had been encouraged by the hospital staff as well as abiomed staff to initiate anticoagulation to which the physician refused. The patient was very coagulopathic post coronary artery bypass graft surgery and had to go back to the operating room for a redo sternotomy and clot evacuation. Therefore, the physician chose to withhold anticoagulation post operative for this reason although the physician was repeatedly informed of the goal act of 160-180. After the occlusion was identified, the physician acknowledged and attributed the reluctance to start heparin. The patient survived the event and was noted to be in stable condition.

Manufacturer narrative:
The investigation has been completed. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident could not be determined. As the necessary information was not provided, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿